Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to perform any test due to blank display. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 300 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.